Event description:
The customer reported that during deployment the physician met with resistance when deploying the vasoseal es collagen. The physician gave another push on the pluger of the plunger/cartridge assembly and the plunger gave way and advanced all the way down to the end. When the vasoseal es sheath was retracted, the plunger was protruding out of the medial side of the sheath and the collagen was deployed in the groin. The deployment was unsuccessful and manual pressure was held.